Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she has been hospitalized due to high and low blood glucose readings. The dates are march, may and june 2013. In march customer went low and split her lip. The other dates were not blood glucose related, but while in the hospital the blood glucose went high and prolonged her hospital stays. The blood glucose at the time of the event was 500 to 600 mg/dl. Customer stated that the high blood glucose affected her recuperation. Customer was admitted to ICU and treated with insulin drip. Customer declined to troubleshoot the insulin pump. Nothing further reported.